Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 229mg/dl and the sensor glucose was 80mg/dl mg/dl at the time of the incident. The customer reported that now the sensor she inserted yesterday was asking for her to check her blood level then to calibrate. The customer reported that last night pump said she was at 80mg/dl but when she checked her blood glucose she was at 229mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Customer reported she is at 333mg/dl of blood glucose. The customer declined troubleshooting. Insulin delivery was suspended due to sensor glucose value of 40mg/dl. Suspend before low limit in sensor settings was 70mg/dl. Customer declined high blood glucose troubleshooting stating she bloused with the pump and the reason she was high was because she forgot to bolus before eating. The sensor will not be returned for analysis.